Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 63/device test failed alarm found on (B)(6) 2021. The pump passed the displacement test and self test. All buttons function properly. No unexpected pump error 63/device test failed alarm noted during testing. Pump was cut open to perform visual inspection and found no moisture damage to the electronic assembly or motor. However, broken trace found on u1 keypad assembly. Successfully downloaded history files and traces using thus. Pump error 63 alarm found in the pump history file/traces on (B)(6), 2021 at 1:03 pm with variable (03). Pump error 63 alarm due to hardware error (line number 367 file number (B)(4). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Pump error 63 alarm was confirmed due to broken trace on u1 keypad assembly. Device test failed alarm not confirmed. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer stated that they performed self test and the error was occurred. Customer stated that it was the second occurrence of the insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.